Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. Device passed rewind, prime or seating, basic occlusion and force sensor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 600 mg/dl. The customer also stated that, the sensor cannula was bent. The insulin pump will not be returned for analysis.